Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transaortic mitral valve replacement (tmvr) of a 29 mm sapien 3 valve in the native mitral valve, a second 29 mm sapien 3 valve was implanted in the first s3 valve. The cause of the valve in valve procedure is unknown. Additional information is not available at this time.

Manufacturer narrative:
The following report fields have been updated due to additional information received: b5, g3, h2, and h6. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report was submitted in accordance with 21 cfr 803.56, since there was no additional information available.

Event description:
As reported by the field clinical specialist (fcs), during a transaortic mitral valve replacement (tmvr) of a 29 mm sapien 3 valve in the native mitral valve, a second 29 mm sapien 3 valve was implanted in the first s3 valve. The cause of the valve in valve procedure is unknown as multiple attempts to gather additional information were not forthcoming.